Manufacturer narrative:
The catheter was returned, and analysis found a user related hole in the catheter body. Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 10642, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 10642, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional regarding an implantable pump. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2019-jun-14 indicated the patient's weight was (B)(6). It was noted that the pump and catheter were explanted due to the patient dying of pancreatic cancer that was not related to pulmonary arterial hypertension or implantable pump. No further complications were reported/anticipated.